Manufacturer narrative:
The device has not been received for evaluation. The cause of the reported even could not be conclusively determined with available information. Should the device be received and evaluated. New information will be submitted in a follow up report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that an axium coil prematurely released when it was still inside the microcatheter during delivery. The reported coil was used in conjunction with a non-medtronic microcatheter for the treatment of a patient's cerebral aneurysm. It was reported the patient had medium vessel tortuosity with small vessel diameter. The procedural physician indicated the introducer sheath of the coil had been caught on the coil pusher while the sheath was being removed. No exact location could be identified. The introducer sheath was removed nevertheless. At this point, the physician noticed the proximal section of the break indicator was bent. The reported coil was removed along with the microcatheter from the patient. No patient injury reported. New devices were used to continue treatment for the patient.

Manufacturer narrative:
The axium prime coil was returned for evaluation with the microcatheter. As received, the axium prime pushwire was broken into two separate segments (proximal and distal) which were not retained together; the release wire was found to be pulled out from the proximal end of the distal pushwire segment. The distal segment of the pushwire was found to be bent intermittently along its length. Under a microscope, the coin was not found to be located against the lumen stop, the shield coil was found to be stretched and the implant coil was found to be detached. During evaluation, the implant coil was pulled out from the distal end of the microcatheter. No defects were found on the axium prime implant coil. Based on device analysis, the reports of axium premature detachment and pushwire break were confirmed. It is possible that the bend in the pushwire led to difficulty removing the axium prime introducer sheath off of the proximal end of the pushwire. In addition, it is possible that the bend near the break indicator led to the subsequent premature detachment. A bend in the pushwire may have led to a momentarily pulled back release wire and actuation of the detachment mechanism. The review of lot history records shows that the finished device has met all manufacturing requirements and specifications during final assembly and quality inspection. All coils are 100% inspected for damages and irregularities during manufacture. The axium¿ prime detachable coil and axium¿ i.d. (Instant detacher) instructions for use (IFU) provides the following guidance: precautions: ¿handle the axium¿ prime detachable coil with care to avoid damage before or during treatment.¿ also, ¿if delivery pusher buckling or kinking is noted, grasp the distal most portion of the delivery pusher, distal to the kink, buckle or break and remove from microcatheter.¿ if information is provided in the future, a supplemental report will be issued.